Event description:
It was reported the fabric foundation of the unit was burned by an internal component.

Manufacturer narrative:
Our examination revealed that one of the terminals had been broken near a thermostat, resulting in a small burn through the fabric foundation of the unit. We also found several other internal components that were bent or broken, as well as indications that the unit had been folded and or crushed which are clear indications of misuse and failure to follow our instructions and warnings on the part of the consumer. We concluded that this report was attributable to misuse by the user, and failure to follow instructions as to the care and handling of the unit.